Event description:
Consumer called for help with the calibration strip. Troubleshooting by phone showed that the calibration strip valve was low out of range. The device was replaced and the defective one returned for investigation.